Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade iii, pain, and tightness. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "pain" and "tightness." Healthcare professional reported right side capsular contracture, baker grade iii and "lump node." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation device, creases flat, brown particles, wear abrasion and the weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.